Event description:
It was reported that during a demonstration, the device was fired to a pig rectum with a gold cartridge at the 1st firing and stapled well, and it was fired to pig stomach with a blue cartridge at the 2nd firing. But the knife did not move through. There were only deployed the unformed staples to one side, and it could not be stapled. It was also fired with a new blue cartridge at the 3rd firing, but the same thing occurred. Afterwards, the same thing happened with silicone demo material. When the sales rep looked at the product, it was confirmed that the knife on one side was damaged. The device was used at the lab. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2026. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 3/24/2026. D4 batch #934c36. Corrected data d4: UDI#. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with a label indicating not for human use, and with no reload present. Additionally, a fragment of what appears to be silicone demo material was received in a plastic bag, showing six lines of staples. It was observed that these staple lines were partially formed. After further evaluation, the analysis showed the knife wings were broken off. The wings of the knife were not returned for analysis. No further functional test could be performed due to the condition of the device. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 934c36, and no non-conformances were identified.